Manufacturer narrative:
Date of event: requested, not provided. Catalog number- potential product code: sg3+2125 or sg3+2051. Lot number - requested but unknown sg3+. Expiration date - unknown due to lot number being unknown. UDI - not yet covered by the UDI implementation cut-off. Device was not implanted. Device manufacture date - unknown due to lot number being unknown the lot number is unknown for this complaint. The following are potential lot numbers and expiration dates for the identified product code: potential lots: (1) 160303d, 2021-feb-28, (2) 141215c, 2019-nov-30 (3) 141216c, 2019-nov-30 (4) 160603c, 2021-may-31 and (5) 141103c, 2019-oct-31. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and retention samples of the potential involved lot number combination. Retention samples revealed no defects. Based from the results of our investigation, the root cause of the problem could not be identified. Proper instruction for usage of the sg3 needle was fully addressed in the instruction for use (IFU) indicated in the leaflet. Likewise, cautions, precautions and warnings are also stated for safety purposes in order to prevent needle sticks. We have in-process inspection for visual, sensory test and functional test to assure quality performance of assembled sg3 needle. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. Without the return of the actual device the exact cause cannot be definitely determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf ofterumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that after the nurse had given the patient an injection of risperdal consta, the needle guard might have been stuck. When the nurse was closing the needle, the protective cover got caught and the needle slid back, and the nurse got stuck with the needle.